Event description:
It was reported that a few hours after the foley catheter placement the patient complained that they wanted to urinate, but they found that the urine flow to the bag was poor. So, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received 6 photo samples. The first photo shows a top view of the drain bag attached to the catheter. The next two photos show the catheter funnel and deflated balloon. The fourth photo shows the sample port. The fifth photos show the zoom of the inflation cap and the catheter cap with the lot number printed. The last photo shows the drain bag date code. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to the drainage bag visual inspection of the sample noted separated catheter from drainage bag by removing tes. The catheter's drainage funnel was flushed, no obstruction was evidenced, water flowed freely thru the drainage lumen and eyelets with no difficulties. The drain bag was also flushed with distillate water, no obstructions or slow flow was evidenced either. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few hours after the foley catheter placement the patient complained that they wanted to urinate, but they found that the urine flow to the bag was poor. So, the catheter was replaced.